Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular lead dislodged during a left ventricular lead replacement. The right ventricular lead was explanted and replaced. The patient is stable. Related MFR: 2017865-2017-03610.